Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly; there was no response from any button. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per healthcare professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1715k was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Unable to perform the self test. Keypad overlay was removed, and no moisture damage was noted during visual inspection. During deconstructive analysis, under microscope investigation it was determined that the cracked trace (lead 1) on u1 keypad assembly was visually cracked. Leading to unresponsive buttons. Proceeded by cutting the unit open and performed visual inspection on connectors, keypad flex connector was plugged in properly. No moisture damage or anomalies were noted on electronic assembly. Unit was received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case on battery side, scratched case and broken trace. In conclusion, customer allegation was confirmed during deconstructive analysis when an unresponsive button was noted due to a broken trace on u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.